Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown event description: during a case today our staff was using the cd001 retrieval system and the little metal ring fell off of the teal plastic piece before the net. Staff spotted the ring before they were finished with the patient and removed it so there was no patient harm, but we wanted to make you aware of this. The item was cd001 inzii retrieval system lot # 1510157 exp 11/19/2026. Additional information provided by [name] on 2apr2024 via email: device was discarded by customer. Intervention: staff spotted the ring before they were finished with the patient and removed it. Patient status: no patient harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed the complainant¿s experience of snap ring detachment. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical reviewed the details surrounding the event and is unable to determine the exact root cause. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: during a case today our staff was using the cd001 retrieval system and the little metal ring fell off of the teal plastic piece before the net. I have attached a picture of it inside the patient as well as a separate net that was opened at the doctor¿s insistence to confirm that was where the metal ring came from. Staff spotted the ring before they were finished with the patient and removed it so there was no patient harm, but we wanted to make you aware of this. The item was cd001 inzii retrieval system lot # 1510157, exp 11/19/2026. Additional information provided by [name] on 2apr2024 via email: device was discarded by customer. Intervention: staff spotted the ring before they were finished with the patient and removed it. Patient status: no patient harm.